Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced foreign matter in device fluid path. The following information was provided by the initial reporter: before use, observation that 2 syringes are dirty. One of the syringes also has its packaging opened. Consequences: devices not used. The devices were kept for expertise.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced foreign matter in device fluid path. The following information was provided by the initial reporter: before use, observation that 2 syringes are dirty. One of the syringes also has its packaging opened. Consequences: devices not used. The devices were kept for expertise.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023. H6: investigation summary. Two samples received by our quality team for investigation. Upon visual evaluation, brown stain on the film of the blister pack and an opened packaging blister pack are observed. A device history review for lot 2206031 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. Based on our investigation possible root cause is associated with misalignment of the paper in the packaging machine. The sealing cord is distorted from the packaging, causing paper, film and device being misaligned and consequently with a bad sealing. H3 other text : see h10.